Manufacturer narrative:
Internal complaint number: (B)(4). A lot history record review was completed for lots 25152560, 25152453, and 25152235; the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped delivering energy. Pa increased the power on the generator, which helped somewhat, but it was sporadic and slow, then changed out the cords, but that didn't help. .a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped delivering energy. Pa increased the power on the generator, which helped somewhat, but it was sporadic and slow, then changed out the cords, but that didn't help. A replacement device was used to complete the procedure. The hospital did not report any patient effects.